Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was exhibiting supraventricular tachycardia. A short piece of strip appeared to show a rate above the 150 ventricular tachycardia detection rate. Rate smoothing was programmed on with a maximum tracking rate of 120 and atrial to ventrcular delay programmed 220-300. All lead measurements were reported to be within normal limits. No adverse patient symptoms were reported.